Manufacturer narrative:
Additional information: b5. B5: during follow up, it was further reported, the patient received 1mg of intravenous epinephrine as the "emergency medication". No other medical intervention was required. The patient has since recovered from the event. No further information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for air in line and under-infused. During an infusion of levophed with a rate of 0.25 the nurse observed approximately ¿4-5 inches of air in the tubing past the sensor of the pump¿ with no alarm triggered. At this time the pump showed ¿medication complete¿; however, an unspecified volume still remained in the bag. The nurse attempted to reprime the line without success. New tubing was provided and the nurse was able to prime the new line. The patient¿s ¿status changed¿ and ¿emergency medication¿ was provided during this time. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.